Event description:
It was reported that a inner catheter could not be inserted into a guide catheter. The catheters were returned. No patient complications were reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was found to be kinked. The lead was not returned. A fresh 4196 lead was used to attempt passage. The lead stopped at 20cm from the hub due to a kink.